Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. A third cartridge was successfully loaded. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump and had manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error and high blood glucose issues could not be verified in the pump logs due to damaged usb pins.